Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch profile meter is missing segments on the display. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt. The segment missing issue first occurred two days prior, at 4pm. It is not known whether the pt was able to obtain any blood glucose reading after the reported issue began. The pt did not take any action in regards to diabetes treatment and did not have any symptoms at the time of concern. On the day prior to original date at 12:30pm, the pt was tested on the doctor's/clinic's meter at "407 mg/dl" while the pt's healthcare provider treated the pt with insulin. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt received in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the pt's diagnose and treatment in the hosp, why she was treated with insulin, the duration of her hosp stay, and her blood glucose readings during her hosp stay. This complaint is being reported because the pt claimed she received medical intervention that can be suggestive for hyperglycemia after the "segments missing" issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.